Event description:
It was reported by the customer that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the customer to perform a system check and no issues were identified. Reportedly, the customer was using cold insulin and failed to properly cycle the cartridge. Tandem technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide and educated the customer to properly cycle the cartridge before use. The customer replaced pump supplies and resumed insulin use.